Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports while wearing a pod between 4 and 24 hours they had hyperglycemia and was vomiting. Upon removal of the pod from the infusion site, (leg) the patient reports the pod failed to adhere and the cannula was bent. The patient had gone to the emergency room. The patient was treated with 2 bags of intravenous fluids and lab tests were performed. The patient was released from the hospital after 3 hours and 9 minutes.